Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy due to incorrect detection of the device. It was noted that the patient may have received therapy for supra ventricular tachycardia (svt). It was reported that the patient was doing well at the last device check. The device remains in use. No further patient complications have been reported as a result of this event.